Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited noise. Episodes of noise reversion were noted. No intervention was done. The patient was stable.